Event description:
It was reported that the lead exhibited high impedance and undersensing. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the atrial lead continues to exhibit undersensing and remained implanted.